Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip detached and dropped out when it was opened. The procedure was completed with another resolution 360 clip there were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in unknown anatomy. Block h11: investigation results a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed evidence of full deployment. The capsule returned with the folding tabs opened and empty. No other problems with the device were noted. The reported complaint of "clip premature deployment" was confirmed. Upon analysis it was found that the capsule returned with the folding tabs opened and empty, it is important to mention that the presence of this components is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Base on the information available and the returned device the reported code "clip premature deployment" it will be classified as "cause not established" since the device returned without the components of the clip assembly analysis.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip detached and dropped out when it was opened. The procedure was completed with another resolution 360 clip there were no patient complications have been reported due to this event.